Manufacturer narrative:
Approximate age of device- 3 years, 4 days. Abbott has decided to initiate a voluntary field action for all lot numbers of heartmate iii distributed since september 2014. Internal investigation performed by abbott has determined there is a potential for an outflow graft occlusion due to twisting. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification determined that bend relief rotation is inconsistently translated to the outflow graft hardware. A risk/benefit analysis was performed and it was determined that despite the potential for an outflow graft occlusion due to twisting, the associated residual risks are low and are considered acceptable. As a corrective action, consignees have been notified of the potential occlusion due to twisting. Additionally, abbott will continue to trend complaints related to this event based on original event description and/or results of product evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2015. It was report that the patient experience multiple low flow alarms and had an elevated ldh of 625 to normal range of 277. CT scan provided inconclusive results. The patient underwent cardiopulmonary bypass due to suspected outflow graft (ofg) twist. The clinicians found 180 degree twist close the ofg pump end. A small 1 inch section of the original graft was removed and a graft to graft anastomosis was made. The device flow recovered to 4.5 lpm and speed of 5600 rpm. The patient was taken to the ICU for recovery. The patient was discharged on (B)(6) 2018.

Manufacturer narrative:
The manufacturer is closing the file on this event.

Event description:
Additional information on 28feb2020: after undergoing the surgery for ofg twist on (B)(6) 2018, a delayed sternal closure was performed on (B)(6) 2018 due to intraoperative bleeding which required 2 units of pack red blood cells (prbc), 2 units of platelets, and 6 units of fresh frozen plasma (ffp). The patient was transferred to step down unit for further care.

Manufacturer narrative:
Manufacturer's investigation conclusion: the patient remains ongoing on heartmate 3 lvas. The report of a twist in the patient's outflow graft could not be confirmed through this evaluation. The report of low flow alarms was confirmed through the submitted log file. The submitted system controller event log file confirmed the report of low flow hazard alarms, and the submitted lvad periodic log file confirmed the report of decreasing flow over the span of approximately 2 weeks. The hm3 lvas IFU instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This document, as well as the hm3 lvas patient handbook, also explain that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and note that changes in patient conditions can result in low flow. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.